Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a homechoice cassette was damaged and subsequently leaked. The patient was not connected and after priming the patient observed "a spill and the priming stopped". While removing the cassette, a leak occurred from "the patient line in a section with a tear that appears to have been made with some sharp object". The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a homechoice cassette was damaged and subsequently leaked. The patient was not connected and after priming the patient observed "a spill and the priming stopped". While removing the cassette, a leak occurred from "the patient line in a section with a tear that appears to have been made with some sharp object". The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d10 (add missing information), g1, f10/h6: component codes (replace g04084 with g04134). Additional information: d4: lot #, h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.